Event description:
It was reported that a volume discrepancy was noted. The actual residual volume of 15 ml was greater than the expected residual volume of 2 ml. No alarms were heard; alarm was confirmed by telemetry. The hcp was considering pump replacement.

Manufacturer narrative:
(B) (4).